Event description:
A right total elbow prosthesis was removed due to patient complaints of decreased range of motion and pain. The humeral prosthesis was noted to be loose in the cement mantle when the 2-4-92 surgery was performed. The metallic component measured 10 x 2.5.x1.1 cm with a shiny surface. The polyethylene component measured 2.3 x 2.3x1.8 cm. The tissue fragments were glistening. Smoth to red-grey and focally hemorrhagic. The pathological diagnosis of foreign body giant cell reaction to polarized metal was notedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, other. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.